Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was observed in the event history logs. Functional testing was unable to duplicate the customer reported issue. The investigation noted that the most probably cause was due to the main board. The manufacturer representative preventatively replaced the dso sensor due bubbling and replaced the main board.

Event description:
It was reported that the pump was showing a "downstream occlusion" error. There was unknown patient involvement, and unknown signs or symptoms.